Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the full lead was returned to the manufactured and analyzed. No anomalies were found. All conductors were distorted and stretched. The distal conductor was distorted. The outer insulation pulled apart (overstress). There was blood in/on the helix/lobe mechanism, and there was apparent explant damage. (B)(4)-the full lead was returned to the manufactured and analyzed. No anomalies were found. (B)(4)-the full lead was returned to the manufactured and analyzed. No anomalies were found. The defibrillation conductor was distorted and fractured (overstress). Several conductors were distorted. The inner tubing was kinked/buckled, and there was blood in/on the helix/lobe mechanism. The lead was stretched and had apparent explant damage.